Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab central lumen was found broken near the iab bifurcate which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause could not be determined but a potential root cause of the broken central lumen is a result of patient movement. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time. Other remarks: see (B)(4) for the iabp complaint.

Event description:
It was reported that an intra-aortic balloon (iab) was placed on a patient of (B)(6) in height. While the patient was being turned the iab ruptured. The patient had a leg immobilizer in place and the leg was kept straight. The intra-aortic balloon pump (iabp) alarmed, blood in the line. The md removed the iab and held manual pressure for bleeding. A fem-stop also had to be applied. It was also reported that the patient was in the process of being weaned off the pump. The iab has been in 3 1/2 days prior to the reported event. The iab did not have to be replaced. Patient outcome: discharged to a skilled nursing facility.

Manufacturer narrative:
(B)(4). Other remarks: see tc #(B)(4) for the iabp complaint.

Event description:
It was reported that an intra-aortic balloon (iab) was placed on a patient of (B)(6) in height. While the patient was being turned the iab ruptured. The patient had a leg immobilizer in place and the leg was kept straight. The intra-aortic balloon pump (iabp) alarmed, blood in the line. The md removed the iab and held manual pressure for bleeding. A fem-stop also had to be applied. It was also reported that the patient was in the process of being weaned off the pump. The iab has been in 3 1/2 days prior to the reported event. The iab did not have to be replaced. Patient outcome: discharged to a skilled nursing facility.